Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server, all the station were not communicating with the server. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields were updated due to correction: b5: describe event or problem: it was reported by the customer that a bd pyxis es it infrastructure, all the station were not communicating with the server. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event. D1. Medical device brand name: bd pyxis es it infrastructure. D3. Medical device lot #: 1115-00. D2. Unique identifier (UDI) # (B)(4). D.4 medical device serial #: (B)(6). D. - concomitant med prod data - added concomitant devices.

Event description:
It was reported by the customer that a bd pyxis es it infrastructure, all the station were not communicating with the server. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.